Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4).  Investigation is ongoing.

Event description:
As reported, two years and eight months post deployment of a 26mm sapien 3 valve, the patient underwent a valve in valve (non-edwards transcatheter valve in a 26mm sapien 3) procedure.